Event description:
Customer reported presumed falsely elevated patient blood lead test results with leadcare ii. Customer reported the elevated patient blood lead test results occurred in (B)(6) 2025. Customer reported the problem to the regional point of care (rpoc) specialist during training on (B)(6) 2026. Customer stated they discontinued blood lead testing after receiving elevated results. Rpoc requested a list of falsely elevated patient blood lead test results and the blood lead test kit lot used. During training, the rpoc noted the customer's leadcare ii analyzer appeared very dusty and instructed the customer to clean the analyzer according to the user guide. The rpoc reported observing instructions for use (IFU) and cdc recommendations cited in the IFU not followed by the customer including: not allowing the patient's hands to air dry not removing excess blood from the outside of the capillary tube prior to plunging into the treatment reagent (tr) tube. Rpoc instructed customer to follow the cdc recommendations for capillary blood lead collection and instructions provided in the test kit package insert. The customer previously reported march 2025 they use third party micro-collection devices. Rpoc instructed the customer to only use the capillary tubes provided in the leadcare ii test kit. Rpoc messaged the customer to request an update and list of elevated patient results on (B)(6) 2026. Technical services (ts) attempted to contact the customer again on 06/09/2026. No additional information has been provided by the customer to date.